Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.